Event description:
High blood glucose level [blood glucose increased]. Low blood glucose level [blood glucose decreased]. One of novopen echo does not make appropriate dosis [incorrect dose administered by device]. Another novopen echo the memory display does not work [device electrical finding]. This serious spontaneous case from russian federation was reported by a consumer as "high blood glucose level" beginning on (B)(6) 2016, "low blood glucose level" (B)(6) 2016, "one of novopen echo does not make appropriate dosis" beginning on (B)(6) 2016, "another novopen echo the memory display does not work" beginning on (B)(6) 2016, and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2014 and ongoing due to "type 1 diabetes mellitus" and novopen echo (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus." (B)(6). Medical history included diabetes melitus type 1. No concomitant medication or illness. Concomitant products included - protaphane hm penfill(insulin human), actrapid hm penfill(insulin human). From not further specified date in (B)(6) 2016 the patient experienced high blood glucose level in fasting state up to 18mmol/l and low blood glucose level in day time up to 2mmol/l. In the relative's opinion one of the novopen echo did not make appropriate doses and the in the other novopen echo the memory display did not work. Each needle was used for several injections (2-3 injections). The needle was left attached to the pen in between injections during one day. Needle was attached to the pen in a 180 degree angle. The force needed to inject did not feel different from normal. Patient did not use the dialling clicks to estimate the dose of the insulin and had been trained by a health care professional in the use of the novopen. Insulin in use was stored at room temperature 20-25 degrees celsius. Patient had not been unsure of the number of units delivered. The relative assessed the causality between the events and novopen echo as possible. Total daily dose of protaphane hm penfill via novopen echo was 3 iu subcutaneous and daily dose of actrapid hm penfill via another novopen echo was 10-13 iu subcutaneous since (B)(6) 2014. The batch number of novopen echo was cv40184 and cv40089 respectively. The batch number of actrapid hm penfill was ft60030. The batch number of protaphane hm penfill was ft60012. On an unknown date patient recovered from low blood glucose and following the lowest blood glucose was 3.6 - 3.8 mmol\l. A recent hb1ac level was normal. Patient sometimes changes the diet or exercise level. No products will be returned. The novopen echo which had problems with the electronic display had not been used anymore (from what date - not specified). Now the new novopen echo was in use. On (B)(6) 2016, it was reported that the patient was still have high blood glucose. In addition, no other information was available. Action taken to novopen echo was reported as product discontinued temporarily. The outcome for the event "high blood glucose level" was not recovered. The outcome for the event "low blood glucose level" was recovered. The outcome for the event "one of novopen echo does not make appropriate dosis" was not reported. The outcome for the event "another novopen echo the memory display does not work" was not reported. Reporter comment: in reporter's opinion the causality between events and novopen echo is possible.

Event description:
Case description: it was not used the dialling clicks to estimate the dose of the insulin and training was performed by a health care professional in the use of the novopen. Insulin in use was stored at room temperature 20-25 degrees celsius. It was unsure of the number of units delivered. Patient sometimes changed the diet or exercise level. Investigation results: novopen echo: batch number (B)(4). A batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. The batch documentation has been reviewed. Nothing abnormal was found. Novopen echo: batch number (B)(4). A batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. The batch documentation has been reviewed. Nothing abnormal was found. Protaphane hm penfill: batch number (B)(4). A batch trend report has been created. Nothing abnormal was found. A reference were examined macroscopically and microscopically parameters identity, assay and degradation were also performed. The reference sample was found to be normal. The results were found to comply with specifications. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Actrapid hm penfill: batch number (B)(4): a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. A reference were examined macroscopically parameters identity, assay and degradation were also performed. The reference sample was found to be normal. The results were found to comply with specifications. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Since last submission the case has been updated with the following: - no further information is available. - investigation results. - narrative. - manufacturer comment. Manufacturer comment: on 05-dec-2016: none of the suspected novopen echo pens were returned to novo nordisk for investigation and it is therefore difficult to assess the underlying root-cause for the experienced adverse events. However the case contained information about several confounding factors related to the use of the pens and the patient's lifestyle which could have contributed to the adverse events. It was reported that the user of the novopen® echo pens re-used the needles and left the needles attached to the pen in between injections, both factors which might result in the patient receiving a lesser dose than intended and thus experience hyperglycaemia. In the instruction for use for novopen® echo it is described that the user should never re-use the needles and not leave the needle attached to the pen in between injections. In addition, it was stated that the patient's diet and excise level was varying. This could cause the patients insulin requirements to vary as well and if the insulin dosage was not adjusted accordingly this might lead to the patient experiencing hyper or hypoglycaemic events. Evaluation summary: investigation results: (B)(4): a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system. (B)(4): the batch documentation was reviewed non-conformity-related documentation examined. No irregularities recorded therefore no further action. The batch documentation has been reviewed. Nothing abnormal was found. Investigation results lookup: result codes: general : batch trend, general : batch record normal, general : no sample available - device, remarks for result codes: conclusion code, no sample. Root cause description, corrective action description. (B)(4) : no corrective or preventive actions implemented/required. (B)(4) : no corrective or preventive actions implemented/required.